Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received which indicated the patient did not lose stimulation, but opted to have the ipg replaced due to personal reasons.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was explanted and replaced. The reason remains unknown at this time. Therapy was restored following the surgery.